Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately low compared to their feelings and/or normal readings. This complaint was classified based on additional information provided by the customer service representative (csr). The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿8.7mmol/l¿ with the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient stated that from (B)(6) onwards they had become more ¿relaxed¿ with their diabetes and increased their food intake. The patient reported that 5-6 days later they developed the symptoms of ¿dry mouth, dry skin and blurred vision¿; symptoms which the patient associated with high blood glucose levels. The csr did not document that the patient received any form of treatment in response to these symptoms. At the time of troubleshooting, the csr confirmed that the patient did not have control solution available to walk through a control solution test. The products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately low readings on the subject meter which then caused/contributed towards them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.